Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Reportedly, when the surgeon tried to load patient mr to plan for an upcoming seeg, he was not receiving any results when querying pacs in iq-view. The surgeon contacted a company representative who could not identify any apparent issues regarding how the surgeon was searching. The surgeon contacted the hospital it department, who reported that the wannacry virus was detected on the computer for pre-op planning.

Manufacturer narrative:
The investigation indicated that the antivirus scanning was not performed on the computer for pre-op planning during the last preventive maintenance performed before the issue was noticed. A review of the IFU indicated that it contains sufficient instruction to avoid a virus infection from an external source. On this occasion the origin of the virus arrival cannot be confirmed and there is no evidence to conclude that the virus introduction was due to the user negligence.

Event description:
Reportedly, when the surgeon tried to load patient mr to plan for an upcoming seeg, he was not receiving any results when querying pacs in iq-view. The surgeon contacted a company representative who could not identify any apparent issues regarding how the surgeon was searching. The surgeon contacted the hospital it department, who reported that the wannacry virus was detected on the computer for pre-op planning.

Event description:
Reportedly, when the surgeon tried to load patient mr to plan for an upcoming seeg, he was not receiving any results when querying pacs in iq-view. The surgeon contacted a company representative who could not identify any apparent issues regarding how the surgeon was searching. The surgeon contacted the hospital it department, who reported that the wannacry virus was detected on the computer for pre-op planning.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.